Event description:
It was reported that shortly after implant the right ventricular (rv) lead had some intermittent twos (t-wave oversensing). Also, the device had the t-wave discriminator programmed on but was seeing os on the marker channel. The twos eventually resolved itself and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2013 (B)(6); 419488 implantable pacing lead implanted: 2013 (B)(6); 559253 implantable pacing lead implanted: 2011 (B)(6). (B)(4).